Event description:
The event occurred towards the end of a retrograde im nailing orthopedic procedure, to repair a distal fracture of the femur. The pt's affected leg was supported by the j-bar support pad. The dr reported that he was manually pulling the affected leg at the calf with one hand and hammering the nail at the insertion point with the other hand. Reportedly, the support post of the tibia/lateral countertraction support slipped or moved and there was a complete break of the pt's femur. The surgeon repaired the femur fracture with a plate. According to the hosp, the pt is recovering and pt's rate of recovery should be unaffected.